Manufacturer narrative:
This report is related to MDR number 3011632150-2019-00076. The investigation is ongoing. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Angiography imaging will be reviewed as part of the investigation. If further information regarding this event becomes available a follow-up supplemental form will be provided.

Event description:
This report is related to MDR number 3011632150-2019-00076. Patient with peripheral arterial disease (fontaine classification 2b), total occlusion 12 cm in distal sfa/ p2 segment, more proximal stenotic lesions. Procedure done on (B)(6) 2017. Antegrade approach, using 6 french terumo introducer, terumo guide wire for crossing lesion, bentson 0.035 guide wire for stent deployment. Crossing of occlusion was successful. Primary stenting with 6x150 biomimics, postdilution with boston scientific mustang 6mm. Pta of proximal stenotic lesions with unsatisfactory results. 7x100 biomimics implanted. There was a good result, run off and lower leg all ok. On (B)(6) 2019 patient presents herself with acute ischemic occlusion, restpain after discontinuation of aspirin one week prior. Total occlusion in femoropopliteal segment, at this time fracture in distal biomimics is discovered. Decision for surgical treatment with bypass surgery using propaten all plastic graft.

Manufacturer narrative:
This MDR supplemental is related to MDR number: 3011632150-2019-00077, MDR number: 3011632150-2019-00076 and MDR supplemental 3011632150-2019-00076_01. Following completion of the investigation into this event, which included analysis of index and 24-month fluoroscopy, it was concluded that the 7.0 mm x 100 mm stent did not appear to have any clear separation of stent struts and was not considered to be fractured (MDR 3011632150-2019-00077). The more distally placed stent (the longer 6.0 x 150mm stent) which relates to MDR number 3011632150-2019-00076 and MDR supplemental 3011632150-2019-00076_01 was identifed as having a focal stent fracture. The reported event is not related to a deficiency in the design, manufacturing or labelling of the device.